Event description:
The customer reported that she ran a control test with the contour next gen meter and obtained a reading of 277 mg/dl at 6:28 p.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided.

Manufacturer narrative:
Since more than one lot of contour next control solution was manufactured, with the expiration date of 10-oct-2025, it is unknown which lot # was used by the customer during the event. Based on this information, please disregard the lot # provided in section d4 of the initial report. The customer returned the suspected contour next gen meter for evaluation. The contour next test strips and contour next control solution associated with the event were not returned. Therefore, an in-house testing was performed with the returned meter, in-house contour next test strips and in-house contour next control solution from lot # 4bv2b38, which gave a satisfactory performance. The control tests obtained with the in-house testing were properly marked as control results.